Manufacturer narrative:
(B)(4). On the event date (B)(6) 2021. Customer returned pump for an alleged crack near battery compartment. Unit perform visual inspection and pump received with cracked battery tube threads and cracked reservoir tube lip. The pump passed the displacement test and test reservoir lock properly inside the reservoir tube. Unit was confirmed for physical damage cracked battery tube threads and cracked reservoir tube lip. Unit passed required testing.

Event description:
Information received by medtronic indicated that the insulin pump battery compartment and reservoir compartment was cracked. No harm requiring medical intervention was reported. The device will be returned for analysis.